Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drug being delivered was bupivacaine and dilaudid with an unknown dose and concentration. The reason for use was non-malignant pain. It was reported that the patient had a refill in (B)(6) 2018 and "almost died.¿ the change in therapy/symptoms was noted as sudden and they started ¿right after her refill appointment. The doctor told the patient it was from a "pump malfunction.¿ the doctor thinks the pump port did not close all the way when she withdrew the needle. Actions taken on the call were for the caller to follow up with the healthcare professional (hcp). It was reviewed if the doctor thinks there is a malfunction with the pump it needs to be taken out and sent back to the manufacturer for a full analysis. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-aug-01. To clarify the patient ¿almost died,¿ it was reported that the patient became obtunded very briefly but never desaturated or stopped breathing. The hcp sent the patient to the ER via ems after giving IV narcan with good results out of an abundance of caution. When asked to clarify the pump port not closing all the way, it was reported that the hcp did not know of any device issue. The medication was injected under real-time ultrasound imaging, so no pocket fill. It was stated that there was no problem with the port that the hcp knows of. The issue was resolved. There were no further complications reported/anticipated.

Event description:
The patient reported that she "od on her dilaudid and bupivacaine years ago because the medication was not in the pump but in her."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.